Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors were to be exchanged for a large needle driver. Before retrieval of the mcs, the staff noticed that the tip-cover accessory had become displaced. Upon extraction of the mcs, the tip cover detached and became lodged inside the cannula. The bedside assistant retrieved the tip-cover accessory from cannula. A new tip-cover accessory was installed. Or staff reported multiple collisions between instruments prior to the event. Upon inspection by the or staff, the tip-cover accessory showed minor scratches.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.